Event description:
It was reported that pump displayed a malfunction alarm malf 12 with fault ID 12-0x2071, with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.